Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a panasonic dmc tz8 digital camera. We made a visual inspection of the instruments. Here we found several points of damage at the foil. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably packaging related. Rational: we assume that the several points of damage at the foil were caused by transport. These points of damage are clearly visible and the instrument should not be used according to the IFU.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the tip of the tunneling instrument pierced through the sterile package during transportation. The foil does not tear as desired on the welded seam. Making this instrument no longer sterile. All med watch submissions related to this report are: 9610612-2017-00154, 9610612-2017-00155.